Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage and low battery alert on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the damage was performed. Customer advised the display was a little hard to read because of the scratches. Customer advised they went through multiple batteries because of the low battery alert. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit was received with normal operating currents and no unexpected weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.